Event description:
A user facility reported to olympus sterile channels three and four are blocked. There were no reports of patient or user harm associated with this event. The device was returned, and olympus repair center identified the air/water nozzle was blocked with foreign debris. This medical device report (MDR) is being submitted to capture the reportable malfunctions found during the evaluation of the returned device.

Manufacturer narrative:
The device was returned to olympus for evaluation. During the evaluation, the customer's original reported issue of sterile channels three and four were blocked with foreign debris. The following additional findings were also noted: due to corrosion the switch button one does not work, deformed channel mount unit, corroded universal cord holder, corrosion on the scope connector case unit, corrosion on the circuit board unit in the suction connector, corrode cable unit, damaged label on the suction connector, damaged plug unit, due to a burn on the probe cover, insulation resistance value at the distal end does not meet the standard value, due to clogging of the nozzle, water supply volume does not meet the standard value, damaged channel tube, bending angle in up direction does not meet the standard value and dirty inside the light guide lens. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation, or if any additional information is provided by the user facility.

Event description:
The malfunction was found during reprocessing. The customer later confirmed there was a delay in the reprocessing and the device was sent to olympus not properly reprocessed.

Manufacturer narrative:
This report is being supplemented to provide additional information obtained by the customer (via b3 and b5) and the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the phenomena (nozzle clogged with foreign material and inside of lens dirty) likely occurred due to the user not completing reprocessing steps at the their facility. The instructions for use identify verbiage with the "inspection of the endoscopic system" and "inspection of the endoscope" that can prevent the phenomena from occurring. Olympus will continue to monitor the field performance for this device.